Event description:
It was reported to boston scientific corporation that a boston scientific sling system (exact type unknown) was used during a procedure in (B)(6) 2005 (exact date unknown).according to the complainant, post procedure, the patient experienced bladder infections, lower abdominal pain, constipation, incontinence, retention and dyspareunia. It was reported that the patient was self-catheterized. The exact nature and date of onset for each is unknown.all other information is unknown. Attempts to obtain additional information have been unsuccessful.